Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). This event involves two different vials of test strips (lot 497096 exp.1/31/2019 and 496914 exp.9/30/2018). It is unknown which test strips were used with each set of results.

Event description:
The caller reported that the customer was getting inaccurate blood glucose results with the aviva system. It was reported that for the past 2 weeks, the customer has been receiving lower readings below 100 mg/dl. Based on the lower results given by the aviva system, the customer decided not to take any insulin on (B)(6) 2018. He tested his blood glucose before breakfast and received a result of 97 mg/dl. He then re-tested two hours after breakfast and received a result of 81 mg/dl. The customer reported that these results were incorrect, so he opened a new vial of strips. Using aviva expert system 1 the customer reportedly received the following results within 10 minutes: 498 mg/dl and 87 mg/dl. Approximately 45 minutes later the customer re-tested using aviva expert system 2, and received the following results within 10 minutes: 473 mg/dl and 87 mg/dl. The readings occurred with two different vials of test strips (lot 497096 and 496914). It is unknown which test strips were used with each set of results. Based on the erratic results the customer contacted a nurse. The nurse arrived at the customer's home and performed some tests and diagnosed the customer with diabetic ketoacidosis. The nurse treated the customer with 10 units of humalog insulin and 1 liter of water. The customer was treated at home, and was not transported to the hospital. Return of the suspect device was requested for evaluation.